Event description:
The manufacturer received information alleging external flow sensor failed. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information alleging external flow sensor failed. There was no harm or injury reported. A material only service workorder was created for shipment of a replacement external flow sensor to customer.